Event description:
Healthcare professional reported "a couple of days" after injection with 2 syringes of juvederm voluma xc in the cheeks the patient developed a "hard nodule, redness, irritation, heat, and swelling" at the left cheek injection site. The healthcare professional was concerned the symptoms were related to an infection and prescribe keflex. As patient symptoms improved there was a "small pea sized area" that could be palpated that was "higher than the area of injection". Patient symptoms completely resolved two weeks after injection.

Manufacturer narrative:
The event of infection, hard nodule, redness, irritation, heat and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.